Manufacturer narrative:
Correction e4. The investigation of the reported failure mode has been completed. No product was returned. Data log review showed low placement signal (ps) and suction alarms occurring above p-2. No motor current (mc) spikes noted. Ps trended down over the course of the case. Optical signal issue - the cause of the optical issue was patient condition related due to the trending down of the ps as well as the noted decompensation of the patient. Pump suction - the cause of the pump suction was patient condition related due to a lack of volume. The lack of volume is a combination of parallel extracorporeal membrane oxygenation (ECMO) support, noted abdominal bleed, and patient decompensation. Patient code - bleeding: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported patient had a cp pump placed for the support of a patient who had arrested/ventricular tachycardia in the community before being brought to the hospital. While on the support there was alarms for ps and "in aorta" but the pump was observed to be in the left ventricle. This did not prompt explant. The pump was also showing suction alarms while on extracorporeal membrane oxygenation as well. The patient condition deteriorated, blood was given and an abdominal bleed was suspected. After just 6 hours the patient expired.